Event description:
It was reported that the patient had a revision to her pocket site as ¿there were so many mistakes the first time.¿ it was noted that ¿scar tissue built up¿ and ¿caused the pocket not to be deep.¿ since the revision, the patient had been very happy with the therapy.

Event description:
It was reported that the patient had a revision to her pocket site as "there were so many mistakes the first time". It was noted that "scar tissue built up" and "caused the pocket not to be deep". Since the revision, the patient had been very happy with the therapy. See manufacturer report no. 3004209178-2013-07006 with respect to patient's previous device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va013qd, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).